Event description:
On (B)(6), 2012, 3m espe was informed about a reaction that occurred on (B)(6), 2012, when the 3m espe relyx ultimate and scotchbond universal adhesive were used. The pt, a (B)(6) female was seen on (B)(6) 2011 for a emax bridge cementation on teeth # 4-6. Relyx ultimate cement and scotchbond universal adhesive was used on this procedure. Pt was seen again by dentist on (B)(6) 2011 reporting a "off bite feeling". Doctor checked again and everything was rated as normal (no overhangs or symptoms presented by pt). On (B)(6), 2012, the pt was seen again and acute marginal gingivitis was diagnosed. No medical attention was sought. Doctor provided chlorhexidine gluconate 0.12% oral rinse for pt to use for the next week. On (B)(6), we were informed that a transeptal fiberotomy was planed for (B)(6). The performance of the surgery was confirmed on (B)(6). Further info couldn't gathered until the date of this report. Even in the relationship between symptoms and our products is not proven until the date of this report, the symptoms could be a result of a hypersensitivity reaction or an irritation. As an intervention was required to prevent permanent impairment or damage and it can't be excluded that the symptoms are caused by our product, the incident is rated as reportable.

Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for its intended use. MFR report numbers: 9611385-2012-00002: 3m espe relyx ultimate, 9611385-2012-00003: 3m espe scotchbond universal adhesive.